Manufacturer narrative:
Results - the end user for the product is (B)(6). The sample is not available for evaluation. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions - without a sample, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
The device had been in use for two days and had been accessed one time. The presence of microbubbles along the infusion line between the ramp and the patient was observed. The microbubbles disappeared when the stopcocks were closed. The bd q-syte device where the bicarbonate was administered was immobilized. There was no harm to the patient as a result of this incident.